Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapy and loss of stimulation. Stimulation stopped and it had not been a full day since t he event began. The patient was asleep, laying down when they felt the stimulation turn off. There had not been any stimulation change related to positional movement prior to this event. There was no trauma or falls, or any recent medical test or emi environmental exposure. The patient checked the device with the patient programmer (pp) and it showed stimulation was on. They had the ability to change stimulation, but it did not resolve the issue. Stimulation was on for program 1 at 0.80v and the patient increased it to 2.0v. Following the increase the patient noticed she could feel stimulation when laying on her right side but not while sitting up. Adaptive stim (as) was not on and the patient did not have another group to try. It was noted that the patient had not followed up with anyone regarding the implantable neurostimulator (ins) since implant in 2011. The patient had a history of failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.